Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D6b: explant date is unknown.

Event description:
Additional information received reports that the patient underwent a explant at a unknown date.

Manufacturer narrative:
The report of ineffective stimulation and pain at ipg site was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, and passed all functional testing (no anomalous outputs).

Manufacturer narrative:
Event date is estimated.

Event description:
Manufacturer report number: 1627487-2021-19031. It was reported that patient was experiencing ineffective stimulation and pain at the ipg site. Surgical intervention is pending to address this issue.